Manufacturer narrative:
It was reported that the patient underwent skin revision and removal of the abutment under a general anaesthetic on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient developed an infection (date not reported) and received treatment; however, the treatment type has not been reported. It was further reported that the patient experienced skin overgrowth. Abutment removal is planned but has not yet taken place as of the date of this report.